Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the level module to function normally throughout evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The complaint is confirmed via customer provided photograph. Per log analysis, the complaint indicated the issue occurred on (B)(6) 2017 but the log only goes back to (B)(6)2017. On (B)(6) 2017 the level is logging the alert probe status changing repeatedly from coupled to uncoupled. This would cause the reported message "not attached". The alert/alarm function was checked prior to the beginning of the case. The sensor was mounted on the flat surface and not mounted on a seam or label. Just before the case started they attached the level sensor to the level sensor pad. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer provided pictures to the field service representative (fsr) showing the indicator light to be yellow and the error message. This would coincide with the error message. This should be green. The fsr could not duplicate the reported issue. The "not attached" error message indicates one of the sensors was not fully connected to level sensor pad and/or oxygenator. The fsr found no evidence of an improperly installed level sensor. The fsr replaced the level module as a precautionary measure and configured a new module in both case screens. The unit was ready for clinical use. The level module was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a warning message "venlevel: not attached" appeared on the screen. The perfusionist was able to assign the sensor which then allowed him ot start the case and finish without any further problems. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.